Manufacturer narrative:
B3: event date is year valid. See b5 for context if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they had been having problems with their therapy and that their therapy hasn't been working. Patient stated that their therapy has been kind of "failing" for the last few months and that their bladder was leaking. Patient added that when they increase their stimulation, it comes to a point where they feel pain, and that when they only feel the therapy affecting one side. Patient mentioned that they already tried programs 1 to 6 and that they were instructed by their physician's assistant a week ago to change programs when their adjustments don't work within a day or so via trial and error. Patient also mentioned that they had a uti on october and now, and that they think the reason for the uti was because they weren't able to release and their urine builds up. Patient then mentioned that they also get constipated when they're increasing their stimulation and this affects their bowels. Agent reviewed general therapy information and role of the manufacturing representative (rep), then offered to walk patient through changing programs. Patient preferred to have the rep to contact them and assist them in selecting programs. Agent sent an email to the field for visibility.